Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, experienced recurring incontinence. It was believed the pump was not working due to suspected fluid loss. A revision procedure was performed, and the aus device was explanted. There were no further patient complications.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, experienced recurring incontinence. It was believed the pump was not working due to suspected fluid loss. A revision procedure was performed, and the aus device was explanted and replaced. There were no further patient complications.